Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 18 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product for nonconforming polish, the part was accepted. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: one broken/cracked or damaged device, one revision, 12 due to dislocation, one due to excessive wear/wear, eight due to infection, five due to trauma, five for instability, one malposition, and one due to dissociation. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient dislocated; the surgeon implanted a larger ball and polyethylene.